Event description:
It was reported that the lead had dislodged. During repositioning of the lead, the screw was stuck inside the lead and the lead wasremoved and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the lead was returned and analyzed. No anomalies were found. However, the distal portion of the lead was found to be distorted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead had dislodged. During repositioning of the lead, the screw was stuck inside the lead and the lead was removed and replaced. No patient complications have been reported as a result of this event.